Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a dim/faded/discolored display screen. The reporter indicated being unable to safely read the display screen. The reporter indicated that resetting the pump contrast did not resolve the issue. The reporter confirmed that there was no noted moisture ingress related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/18/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/24/2015 with the following findings: the pump was powered on to a dim display screen; the letters on the screen had a reddish tint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.